Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device in question. The evaluation found that the device could not be programmed correctly due to the row 3 keys (#0,#1,#2 and #3) acting as the row 2 keys (on/off, setup, ok and run/stop). This was caused by a failed keypad. The keypad was replaced.

Event description:
It was reported that selecting the #1 key prompts the pump to go back, the #2 key selects the highlighted option, and the #0 key turns the pump off. It was also reported that there was no pt injury.